Event description:
During cardiac catheterization, a portion of the opta-pro 5.0 x 10 (110 cm). Angioplasty balloon was unable to be deflated. It was suspected there was a puncture in the mid portion of the balloon. At that point in the procedure, the balloon was partially deflated and was brought back into the level of the common femoral artery, approximately 80% of the balloon was able to be pulled into the sheath, however, the distal one-fifth of the ballon could not be collapsed and removed into the sheath. During continued attempts of removal, a part of the balloon material dislodged at the level of the right common femoral artery.surgical cut-down was then performed for balloon removal without incidence or injury to the patient.